Event description:
On (B)(6) 2010 the lay user/reporter (spouse) contacted lifescan (lfs) on behalf of the lay user/patient alleging that the one touch ultra2 meter was reading inaccurately high compared to her feeling/normal result(s). This medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 and was informed by an unspecified person in the household that the patient had passed away on (B)(6) 2010 and disconnected the call. On (B)(6) 2010, the mss spoke to the patient's daughter, who did not wish to provide any information regarding the patient or circumstances surrounding the patient's death. The daughter mentioned the cause of death was not related to the meter but due to other health conditions. The mss sent a letter to the reporter to contact lfs to obtain further clinical information. The following information was received during the initial call on (B)(6) 2010. The patient's spouse stated that he tested the patient's blood glucose on (B)(6) 2010 at 8:36am and obtained a reading of "120 mg/dl", which he considered a normal blood glucose result. The patient's spouse stated that he gave the patient 10 units of insulin based on the reading of "120 mg/dl" and afterwards the patient had a "good breakfast". The patient's spouse indicated that at 10:39am, the patient was described to have the following symptoms: "broke out in cold sweats", "could hardly see", and was feeling "real weak". The patient's spouse stated he tested the patient's blood glucose again at the onset of the symptoms and obtained a result of "112 mg/dl". The patient's spouse indicated treating the patient with "clear liquids for kidneys". The patient was given sprite and felt better 10-15 minutes later. The patient was not tested on any other device. No further clinical information was provided about the event. At the time of troubleshooting, the reporter indicated that the subject meter's unit of measure was set correctly. Because the patient's control solution expired in 2008, quality control testing could not be performed. Replacement products were sent to the patient. The device history record for this meter was reviewed and no nonconformance, process/product deviation or rework activity was found. Based on the information provided, there was no allegation that the lifescan product(s) caused or contributed to the patient's death. The incident reported occurred 3 weeks prior to the death and there was no report of another issue with lifescan product after the initial call. Although lfs has not had an opportunity to perform a product investigation on the patient's products, this complaint is being reported because the patient's spouse had stated that the patient received insulin based on a glucose result and later had symptoms that can be consistent with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.